Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported right side capsular contracture baker grade iii. Device remain implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ rupture: no observed openings. Additional observations: ¿ creases were observed. ¿ white particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "rippling." Patient reported the right side feels like it has a slow leak, and is uncomfortable. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is a rupture.

Event description:
Healthcare professional reported left side "rippling". Patient reported the right side feels like it has a slow leak, and the right side is uncomfortable. Device remains implanted.